Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 331 mg/dl. The customer reported that they had changed the battery and the screen remained blank, then tried many batteries but did not work. It was also reported that the insulin pump was damaged from esc button to clear window were the insulin comes. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. Pump was monitored for several days and no blank display anomaly or battery out limit anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, minor scratched display window and stained end cap sticker.